Event description:
It was reported that a patient observed air in the patient line while connected to the homechoice during initial drain. The technical service representative assisted the patient in ending therapy. During troubleshooting, it was determined that the patient line clamp was closed during priming. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The clamp on the patient line not being opened before the patient was connected is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.